Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the medication orders did not cross from the server. A technical support specialist checked the event viewer and restarted the external messages to resolve the issue. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server medication orders did not cross, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.